Event description:
It was reported that the device displayed 10-fold error due to programming error resulting in up-titration of norepinephrine dose. The dose of norepinephrine was 0.12mcg/kg/min, the clinician attempted to down-titrate the dose to 0.09 mcg/kg/min but erroneously typed in 0.9 mcg/kg/min. Since that was within the dosing limit, no alert was fired. Customer has requested to include an alert when the new dose exceeds a certain threshold/percentage in comparison to the currently infusing dose. There was patient involvement but the impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.